Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to circumstances of the procedure. The patient effect of occlusion is a foreseeable adverse event. Factors that may contribute to a backwall stitch include, but not limited to vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect of occlusion is listed in the perclose proglide instructions for use (eifu), as a potential adverse event associated with use of the suture mediated closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a proglide device. Reportedly, a back wall stitch occurred, causing an occlusion. A balloon stent was used to treat the occlusion and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.